Event description:
Shortly after my tubal ligation, were the filshie clips were installed, I started experiencing problems. The primary problem that I have been suffering with on a daily basis for the past 4 years is a dislocation of my sacro-iliac joint. My si joint was dislocated for about four months, undiagnosed. This caused a lot of back and leg pain, stiffness, and loss of mobility. Because of the time frame of the si joint problems and the filshie clip installation, the timing pointed to the clips as the problem. Add'l problems that I have suffered which include uncontrollable crying for no reason, loss of appetite, difficulty concentrating, and increased pain prior to and during menstruation. I am generally a healthy person, and have been dealing with the aftermath of my tubal ligation for the past 5 years. The si joint dislocation has hindered my ability to hold a regular job, as the si problems are exacerbated due to prolonged sitting, such as sitting at a desk. It has also limited my travel opportunities, as I am very uncomfortable sitting on a plane for long periods of time. I would like to get the clips removed, but do not have health insurance and it would be considered an elective procedure. (B)(4).